Event description:
It was reported that pump experienced cartridge alarm during load process, and caller had encountered cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump under warranty, confirmed shipping details and signature requirement, provided instructions for placing old pump into storage mode and returning it within specified time frame, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.